Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified volume of normal saline. At an unspecified time the option-lok male adapter of a secondary tubing set was connected to the clave port of the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from the connection of the two tubing sets. The tubing sets and the solution containers were replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay in therapy critical for this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).